Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up arrow button was sticking and was hard to press to get a response. The reporter also indicated that the keypad had began peeling but was not sure if the intermittent response occurred before or after the peeling. This report is made based on the allegation of the up arrow button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.